Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: visual inspection revealed a damaged white strain relief and tears/cuts on the outer insulation of the black power cable. Inner conductor breakdown was confirmed in the white power cable the reported event of tears on the black power cable was confirmed. Visual inspection of the returned system controller serial number (B)(6) revealed a damaged white strain relief and tears/cuts on the outer insulation of the black power cable. Further testing confirmed a severed/open wire in the white power cable under the damaged strain relief. The wire represents one of the communication lines and resulted in a compromised communication between the returned system controller and the test system monitor. The root cause of the inner conductor breakdown appeared to be related to wear and tear due to repetitive lead flexing during use. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ describes all alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted into the clinic with two small tears in the black power cable, protective shield exposed. The controller was exchanged. The patient has a history of noncompliance and does not come to the clinic frequently.